Event description:
Infusion of enteral feeding going slower than rate programmed on pump. Pump programmed for 240 cc/hr but after first infusion from each bag rate is apparently half of programmed rate.